Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date received by MFR: this product is not marketed in the u.s.. Health effect impact : lens remains implanted, no secondary intervention has been performed. Unable to enter field. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.50/2.00/94 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The patient experienced refractive surprise, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.